Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. According to the reporter, the device had broken plastic. No tissue loss or damage. There was no blood loss of 500cc or more. There was no extension of or time greater than 30 minutes. Additional information has been requested to clarify the event but has not been received.

Manufacturer narrative:
(B)(4).